Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6945 implantable tachy lead (B)(6) 2001. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance due to a possible fracture. The lead was capped but not replaced due to the patient being in chronic atrial fibrillation (af). No patient complications have been reported as a result of this event.